Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found 27 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. However, the lead did not show any deviations which might have led to the reported dislodgement. In particular, the helix could be properly extended and retracted according to the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Less dislodged soon after implant and when physician attempted to reposition, the helix was not coming out fully and a new lead was requested